Event description:
The user facility claimed that in several therapeutic colonoscopies involving various physicians, a hematoma formed due to the bite of the biopsy. In addition, the physicians noted an unusual amount of excessive bleeding in several of the cases, in which the pt required medical intervention, such as coagulation therapy, injection of epinephrine, and application of monsel solution to stop the bleeding. The procedures were completed using the same device. There was no pt injuries reported, and the pts were released immediately after the procedure. No further info was provided.

Manufacturer narrative:
The device referenced in this report is a single-use, disposable device, and was disposed of following the procedure. The devices relevant to these events will not be returned to olympus for investigation. The cause of the user's experience could not be determined at this time. If add'l info becomes available, a supplemental report will follow. This report is being filed as a MDR in an abundance of caution.